Event description:
In 2004, the vad coordinator contacted the manufacturer reporting that while the patient was in bed, he had hit his system controller quick disconnect button by accident causing the percutaneous (perc) line connection to disconnect. The nurse re-connected the system controller to the perc line. The system controller was not changed out and remains on the patient without further incident. The patient remains in lvad support while awaiting a heart transplant.

Manufacturer narrative:
No product was returned to the manufacturer for analysis, because the device remains on the patient. No further information is available at this time.